Event description:
The customer reported via phone call that the customer insulin pump had blank display. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment was not corroded or damaged. Battery change has resolved the issue. Customer also reported insulin pump had pump error alarm. But insulin pump was able to clear alarm and rewind. Customer blood glucose was 489 mg/dl and treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.